Event description:
It was reported that durihg surgery the surgeon was not able to seat the tibial insert onto the tibial base. The insert appeared to be slightly elevated. The surgeon tried several other inserts with the same results. He completed the surgery anyway commenting that the condition would not pose a problem for the pt.